Event description:
It was reported, "there have been five patients in the last few days that have experienced a skin reaction after use of these electrodes. The electrodes are placed on before surgery and upon post-surgery removal (surgery less than one hour) their skin begins to peel and turn red". The patients were prescribed a topical antibiotic ointment. Photographs are not available of the skin reactions.

Manufacturer narrative:
The actual device has been discarded by the end-user. Lot samples are being returned to conmed corporation for evaluation. Photographs of the skin reactions are not available. When a quality engineering investigation of this reported incident is completed a supplemental report will be submitted. This is associated with the below medwatches: 1320894-2012-00021; 1320894-2012-00022; 1320894-2012-00023; 1320894-2012-00024; and 1320894-2012-00025. Device discarded, lot samples being sent.

Manufacturer narrative:
The suretrace ECG electrode is intended for use during electrocardiographic (ECG) procedures. This product is a single use, disposable device. The suretrace ECG electrodes utilized in this incident were discarded by the end-user. The original devices or pictures of the devices or skin reaction were not available. Only lot samples in unopened packages were returned to conmed corporation; therefore, an investigation on the suspect device cannot be accomplished. DHR/lhr, device history record/lot history record, review has verified that the devices were produced according to current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness, or performance were not identified during manufacture. The returned devices were examined in the quality engineering laboratory. No visual gel or adhesive discrepancies were observed on the sample electrodes. A residual monomer and wear testing was performed on the returned electrodes. No issues with the inspected electrodes were observed during the investigation. There could be multiple of possible causes either manufacturing or user related issues for this failure mode. These electrodes are tested and passed for biocompatibility. All ECG electrodes materials are tested for cytotoxicity, sensitization, and intracutaneous factor per iso approved testing. In process inspection and visual checks were done to ensure proper production of the devices. It is unknown if there was any skin preparation prior to the utilization of this product. Lack of or improper skin preparation could result in solvents under the electrode site such as skin lotions or skin soap which could have caused the skin irritation. The IFU, instructions for use, warns that, "the electrode site should be dry before electrode application. Fluids, including skin cleansing solutions, lotions, or soapy water may cause skin irritation and loss of adhesion. Keep electrode site dry". The IFU further instructs, "the electrode sites should be clean, dry, and free from skin oil prior to electrode application". It is also unknown how the ECG electrode was removed from the patient. A rapid removal of the ECG electrode could cause irritation/damage to the patient's skin surface. The IFU warns, "rapid removal of the electrode from the patient may cause skin damage. If the electrode is difficult to remove, use alcohol to moisten the adhesive-skin interface". The most likely cause of this failure mode is trapped solvents under the ECG electrode device, or, rapid removal of the device damaging the skin surface. The complaint cannot be confirmed or unconfirmed at this time due to the lack of actual device samples utilized in the incident. The complaint investigation has not identified or confirmed any manufacturing defects associated with the returned devices; therefore, no corrective action is recommended at this time. Future complaints will be tracked through conmed complaint methodology. Conmed is considering this complaint closed. This is associated with the below medwatches: 1320894-2012-00021; 1320894-2012-00022; 1320894-2012-00023; 1320894-2012-00024; and, 1320894-2012-00025.